Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned elevated troponin I results is unknown. However, the pattern of repeatable elevated troponin I results on the same analyzer but negative by an alternate methodology is strongly suggestive of non-specific heterophilic antibody binding peculiar to these patients. No samples have been supplied for siemens evaluation. The dimension exl qc results were within lab and peer ranges. The dimension exl loci data did not show an issue with the performance of the assay or the instrument. There was no indication of a high bias in negative patients other than the sample on these two patients. The instructions for use for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, elevated troponin I results (tni) were obtained on two patient samples on the dimension exl. The result were reported to the physician who questioned the results. The samples were tested on an alternate siemens analyzer, stratus cs, and lower negative results were obtained and reported. There is no indication that patient treatment was prescribed or altered on the basis of the positive tni results. There was no report of adverse health consequences to the patients as a result of the elevated troponin I results.